Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported bleeding cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation therapy and international normalized ratio range. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6)2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while hospitalized after the initial vad implant, the patient experienced a severe nose bleed on (B)(6) 2020 that required holding aspirin and coumadin. The patient's international normalized ratio (inr) was 2.5. The patient was discharged on (B)(6) 2020 and aspirin and coumadin were restarted. Inr goal was decreased to 1.5-2.0 and aspirin dose was changed from 325 mg per day to 81 mg per day.